Event description:
The reporter stated the surgeon inserted a three piece collamer lens model number cq2015a and noticed the haptic was bent. The lens was removed without enlarging the incision and another lens was inserted. Sutures were not required to close the incision.